Event description:
Male patient with diagnosis of a herniated disc underwent a surgical anterior lumbar interbody infusion procedure of the lumbar vertebra (l4-l5). During the process of removing the "jamshidi" from the l4 due to sclerotic bone, the jamshidi needle became divided. During direct inspection, a residual piece (appears to be approximately 1 3/4") was found to be intraosseous in the l4 pedicle. The decision was made by the surgeon to leave it intact since it was entirely interosseous rather than trying to remove it which would have required a larger core to be placed into the bone and likely would have resulted in potentially significant neurologic damage. The patient was discharged the following day. He was in stable condition, ambulatory and was instructed to follow-up with his surgeon in 2 weeks.